Manufacturer narrative:
Section g3 date received by manufacturer added. Section h6 coding updated. Section h10/h11 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The maximum gantry angle on this machine is 180 degrees. The defect is the code that sets gantry angles in the optimizer does not use a tolerance so the result of adding the start angle with a given rotation arc should be equal to 180 degrees but due to floating point arithmetic it could be slightly over 180 degrees which causes the issue seen in this case. There was no mistreatment for the patient. The issue is detectable and can be avoided by the user's intervention. The defect will be fixed in a future release.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a vmat plan gave the wrong vmat rotation arc.